Event description:
It was reported that the customer had high blood glucose levels of 518 mg/dl. The customer treated with a bolus from the insulin pump. The customer was hospitalized for two days. The customer reported that the insulin pump alarmed no delivery. The customer also reported a bent cannula from the infusion set of the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including exhaustion and thirstiness. Troubleshooting was at work and declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.